Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 250 units of insulin. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge successfully and received an accurate fill estimate.